Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during insertion of pedicle screw the retaining sleeve seemed to detach from the screw. It was noticed by the surgeon that part of the tip of the sleeve had broken off and therefore was unable to thread in to the head of the pedicle screw. The screw was re-inserted with a spare retaining sleeve and the operation continued without further incident. The patient received no injury. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that magnum manufacturing. Manufactured the holding sleeve, p/n 03.632.036, and lot number 6703412 on po #1275936 for 39 pieces dated december 2, 2011 and for 11 pieces dated february 28, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 2, 2011 (39 pieces) and february 15, 2012 (11 pieces), and to the synthes final inspection sheet # ns035211, revision ¿p¿. The parts were released to the warehouse on december 12, 2011 (39 pieces) and march 6, 2012 (11 pieces). There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The holding sleeve was made to the synthes drawing p/n 03.632.001, revision ¿j¿, released on 7/12/2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.